Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient experienced bacterial peritonitis which was manifested by cloudy effluent and abdominal pain. The same day as the event onset, the patient was hospitalized due to the event. It was reported the patient was treated with unspecified medication (dose, route, frequency and duration not specified). Ten days after the event onset, the patient was discharged and was recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.